Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A nc sprinter balloon catheter was attempted to be used. It was reported that there was air leaking in the balloon so another device was used instead. It was indicated that the leak occurred while the device was being used in the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.